Event description:
After a right knee arthroscopy, the patient was in the recovery room and a small burn was noticed on the inner right and left thigh. A conmed split pad was placed on the left thigh. This unit was upgraded to v3.71 six weeks ago and since then experiencing intermittent thermal warning error messages which would go away after rebooting. There is no information on the probe that was used in this case.

Manufacturer narrative:
Generator was not returned for evaluation.